Event description:
On an unk date in 2001 or 2002, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder bifurcated endoprosthesis. On an unk date in (B)(6) 2012, f/u imaging revealed endotension. On (B)(6) 2012, this pt underwent an endovascular procedure whereby the original devices were relined with gore excluder aaa endoprosthesis. The procedure was successful and the pt is reported to be in good condition.

Manufacturer narrative:
Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a device enhancement to the original gore excluder bifurcated endoprosthesis.